Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of exit marker detached. Investigation results: a visual examination of the complaint device revealed that the exit marker was bunched up and the protective sleeve was still on the balloon, though it is believed that the protective sleeve did not affect the issue found in the exit marker. Based on the condition of the returned device, this failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during a procedure performed on (B)(6) 2017. According to the complainant, when withdrawing the endoscope subsequent to balloon deflation, it was noticed that the black exit marker got caught and was unable to be removed from the endoscope. There were no reported patient complications as a result of this event.